Manufacturer narrative:
The user facility's biomed department tested the table and could not duplicate the issue. On 2/5/2019, a steris service technician arrived onsite following the reported event to inspect the 5085 surgical table and found the unit to be operating properly; no repairs were required. The reported event could not be duplicated, and the table was returned to service. The table was installed in 2012 and is not under steris service agreement. The user facility is responsible for all maintenance activities. A steris account manager offered in-service on the proper use and operation of the 5085 surgical table; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported during a patient procedure their 5085 surgical table would not properly respond to hand control commands. No report of injury or procedure delay. The procedure was completed successfully.